Manufacturer narrative:
This event was previously reported in 2025587-2023-05133; however, it was reported that the first valve (29 mm core valve evolut pro plus) was never implanted and confirmed during imaging that only the evolut fx valve was implanted. This event going forward will only be reported on this evolut fx valve with serial number (B)(6). Concomitant devices: product ID d-evolutfx-2329; product type: 0195-heart valves; lot number: 0011821337, lot number: 0011854954 image review: intra procedural fluoroscopic images were provided for review of the event. The cusp overlap technique was used during implant of the valve. The evolut fx valve (identified by the radiopaque markers) was deployed just prior to the point of no recapture. During valve depth assessment, it appeared that the valve was not stable at the annulus. The images revealed that during cardiac contraction, the depth moved between approximately 3 and 6 millimeters (mm). Subsequently, the valve moved ventricular after final release to at least 10mm deep and there was aortic insufficiency seen on the final angiogram. There is no evidence that any intervention was performed at the time of imaging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve (29 mm core valve evolut pro plus), the baseline transthoracic echocardiogram (tte) showed a mean gradient across the native valve of 23.5 millimeters of mercury (mmhg), at an unknown time following the implant of this transcatheter bioprosthetic valve (29 mm core valve evolut pro plus) a second transcatheter bioprosthetic valve (evolutfx-29 sn (B)(6) was implanted valve-in-valve. The valve was placed at 8 millimeters (mm)on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc). 10 days following the implant of the valve, aspirin was administered for preventative care for the prevention of clots on the new valve. The 30-day routine follow-up appointment was performed 42 days following the valve implant procedure. Tte showed an increase in the gradient was identified. The peak aortic gradient was 32.6 mmhg and the mean transvalvular gradient was 21.0 mmhg. The doppler velocity index (dvi) was 0.39. The aortic valve area (ava)was 1.94 square centimeters (cm2) using a left ventricular outflow tract (lvot) diameter of 2.52 cm. The indexed stroke volume was 49.4 milliliter per square meter (ml/m²). The aortic valve was noted to be sitting well. There was trace paravalvular leak (pvl). No treatment was reported. Eight days later device thrombus was identified. Oral anticoagulation was administered, and the thrombus resolved. No additional adverse patient effects were reported. Additional information was received that the previously reported 29 mm core valve evolut pro plus valve was not implanted and was reported in error. No valve-in-valve occurred for this patient. Additional information was received that indicated thrombus was identified within the native noncoronary and right coronary cusp sin uses.